Event description:
It was reported that subsequent to a device change seven months prior, the right ventricular lead had many low impedance paces and a ventricular lead warning was triggered with a polarity switch. The threshold was unchanged and no noise or oversensing was noted. The lead was reprogrammed and remains in use; it will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4568 implantable pacing lead (B)(6) 2001. (B)(4).